Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) had escaped from the sheath without getting caught on the vessel wall. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock closed, and the sealant, sealant sleeve and advancer tube were observed to have remained in the manufacturing position as received. The procedural sheath was not returned with the device. Per functional analysis, the balloon of the returned device was inflated with air, and pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, there was no saline in the balloon of the returned device as received, and that the balloon¿s distal tip was severely inverted. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase, and that excessive tension may have been applied on the device during pullback which may have contributed to the reported event. A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon pull through¿ was confirmed during analysis of the returned device. The investigation results revealed no saline in the balloon of the returned device, and the balloon¿s distal tip was severely inverted. The reported event was likely caused by incorrect preparation of the balloon during the preparation phase, and too much tension applied to the catheter during the procedure. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f/7f mynxgrip vascular closure device (vcd) had escaped from the sheath without getting caught in the vessel wall. There was no reported patient injury. The device will be returned for analysis.